Event description:
It was reported that the loop of extension/lead was uncomfortable. A surgical revision was done on (B)(6) 2013 to place deeper into subq tissue. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).